Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information received alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at a third-party service center, a ventilator inoperative error was confirmed in the event log. The device's main board was replaced to address the issue. Additionally, the device's software was upgraded to v1.06.10, and a 4-year service carried out. The muffler assembly, particulate filter, and foam filter were replaced. The device tested and all testing passed.